Event description:
Received a medwatch from the risk manager on 5/7/98. The medwatch states "medical records reviewed 4/28/98. Ethicon endo-surgery stapler used on 4/13/1998 on pt undergoing biliroth ii procedure with truncal vagotomy and antrectomy. While using stapler, when fired, had leakage and bleeding from tissue. Pt tolerated procedure well and was discharged to home on 4/19/98. No residual effects." 5/15/98 it was reported by the rep the staples did not form and the bleeding area was oversewn to complete the case. There was no consequence to the pt.